Event description:
The customer reported that the lma-fastrach et tube (size 7.5) would not stay inflated. The problem was discovered while in patient use. Regardless of the leak, the physician continued to use the device by periodically inflating the tube throughout the procedure. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation.